Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right breast twice the size of the other one. The doctor said it was an infection. The caller complained of reoccurring infections, these have been treated with antibiotics. The problems die down, but come back. They are, painful.

Event description:
Patient reported pains that come and go, reoccuring infections and capsular contracture (baker grade unknown, diagnosed by unknown scan). Right side. Device remains implanted.